Manufacturer narrative:
H3 : product analysis : visual and optical inspection of part # kpt1502 and lot # 220029485 revealed the inner plastic tube of the ibt has separated from the neck. This is not allowing the metal shaft of the ibt to be inserted and pushed through the sleeve. Unable to determine root cause of damage to the plastic tube. H6 : codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of primary osteoporosis and compression fracture. It was reported that during percutaneous kyphoplasty procedure the balloon was inserted from both sides, and after a little inflation, the stylet was removed when the front image was checked, at that time, the contrast agent was flowing back from the stylet connection part and no leakage of contrast agent was noted in vertebral body. Stylet was attempted to be inserted again, but it was unable to be inserted because it got stuck near the entrance. There was no rupture occurred. The defective ibt was not used, and the operation was continued with the other ibt to inflate both sides, and the operation was able to be completed successfully. A new product was not opened. No fragment of the balloon remaining in the patient. No health damage in the patient was reported. There was no delay in overall procedure time. There was no in-patient hospitalization or prolongation of existing hospitalization. No patient symptoms or complications as a result of this event. No additional surgery or treatment performed as a result of this event. Labeling followed throughout the procedure. No further complications were reported.

Manufacturer narrative:
H6 : device code corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.